Event description:
Health professional reported left side "cysts." Possible rupture was later reported. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to spec and crease fold. No other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The device is not rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Continued h.6. Health effect- impact code: f2203.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side "cysts." Possible rupture was later reported. The device has been explanted.